Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease and non-malignant pain. It was reported that the patient programmer turned off the ins while the patient was in the grocery store. The patient was able to turn the stimulation back on, but then about 5 minutes later, the intensity went to 0.0 without the patient prompting it to. It was unknown what factors may have led to the issue. The patient was able to turn the stimulation back on with the programmer and increase intensity and the patient hadn't had any issues since. The patient said the programmer was working fine at this time. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.